Event description:
Patient received inappropriate shocks. The physician suspected an insulation anomaly. Hence, the lead was explanted.

Manufacturer narrative:
Electrical analysis revealed an intermittent open circuit caused by fractured sensing coil close to the crimp sleeve to the connector ring. This could cause the reported sensing anomaly. A severe bending and movement across a sharp edge or corner can cause fatigue fracture of the filars, which caused the intermittent open circuit.